Manufacturer narrative:
510(k) number: p050017/s006. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the device being returned and evaluated at cirl on (B)(6) 2021. After the delivery system reached into the target location, the user removed the red safety lock , but the sheath could not pull back when withdrawing the sheath, also the stent could not released at all. The user tried many times still failed , even the connection of the delivery system fell off. Then the user removed this device and replaced a zfv6-125-6-14.0 and zfv6-125-5-14.0 to continue the procedure , the stent released successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation. Investigation details: PMA/510(k) #: p050017/s006. The zfv6-125-6-20.0 device of lot number c1729306 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26th may 2021. On evaluation of the device it was observed that the outer sheath had separated from the handle at the proximal end of the outer sheath at the white connector cap. The device flushed as expected. A 0.035¿ wireguide passed with no issue. The red safety cap was returned with the device. The stent was evident inside of the delivery system but could not be deployed due to the separation of the outer sheath from the handle. Following the lab evaluation additional information was requested from the customer regarding the wireguide size used in the procedure. They later confirmed that a 0.035¿ wire guide was used. Initially it was thought that the target location for the stent was unknown and follow up information may need to be requested but later it was ascertained that this information was already contained within the file, i.e. The type of procedure was detailed as balloon dilation of lower extremity and stent implantation, superficial femoral artery. Prior to distribution zfv6-125-6-20.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-6-20.0 of lot number c1729306 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1729306. There is no evidence to suggest the user did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure on the flexor during deployment as a result of patient anatomy. It is known that the patient had a tortuous anatomy and a pre-existing condition of occlusion of the superficial femoral artery. It is possible that difficult patient anatomy caused and/or contributed to high deployment forces during attempted deployment resulting in the flexor separating. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 13-aug-2021. A conservative assessment was initially carried out, however on completion of the investigation the overall risk of this failure is low. This file no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No adverse effects to the patient was reported as occurring. No reporting malfunction precedence exists for this complaint event for this product family. This supplement report is being submitted as a cancellation MDR.

Manufacturer narrative:
510(k) number: p050017/s006. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the delivery system reached into the target location, the user removed the red safety lock , but the sheath could not pull back when withdrawing the sheath, also the stent could not released at all. The user tried many times still failed , even the connection of the delivery system fell off. Then the user removed this device and replaced a zfv6-125-6-14.0 and zfv6-125-5-14.0 to continue the procedure , the stent released successfully. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.